Event description:
Patient generator was explanted. The explanted product has not been received by the manufacturer to date.

Event description:
Patient had breakthrough seizures after previously being seizure free. An eeg was performed in the hospital and did not capture anything, therefore, the physician is not sure if the events were really seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.